Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open +3.3v wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt was unable to communicate with a monitor.